Event description:
It was reported that the patient received alerts indicating dexcom g7 continuous glucose monitor (cgm) signal loss and dosing would stop soon while insulin therapy was paused, after which the cgm connection was lost and did not resume before the user powered down the ilet; the complaint involves dexcom g7 signal loss with responsibility for the device not yet identified, consistent with an intermittent communication failure and potentially involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between connected components alongside intermittent communication failure, with the affected device component identified as the antenna within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.